Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is the patient following post-operative instructions, device not wetted per instructions for use prior to placement, pressure was not monitored by reference to the pilot cuff, not monitoring device for signs of deflation which can cause dislodgement of the nasal catheter, inflated cuff came into contact with a sharp instrument or user does not clean the nose of blood clots. The instructions for use outlines warning, precautionary measures and instructions regarding the use of the product.

Event description:
It was reported that after the application of the device, the patient had to return to the emergency room due to an explosive bleeding and having pain. The doctor switched the faulty device to a new one. Attempts were made to retrieve further information but no response was received from the complainant.